Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Pump passed all operating currents tested with in the specified range and passed off no power test. Pump monitored and tested with no weak battery noted. Pump received with cracked battery tube thread, broken reservoir tube lip, and cracked case near display window corners noted. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 122 mg/dl. Customer also reported receiving a weak battery alert although the battery gauge showed a greater amount of battery life. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.